Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to completely broken reservoir tube lip. Device received with broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot, cracked battery tube threads, cracked case at the reservoir tube window corners and cracked reservoir tube window, the test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose levels 517 mg/dl and 370 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer treated high blood glucose level with insulin pump. The drive support cap appeared normal. They declined troubleshooting due to cracked retainer ring however the reservoir was able to lock in place. The insulin pump will be returned for analysis.